Manufacturer narrative:
Additional information was received that the patient did not have a systemic infection prior to the explant, only localized in the oral area. The leads were implanted in the cervical area. The explant procedure was done as a precautionary measure. The patient was prescribed antibiotics.

Event description:
A report was received that the patient developed an infection after a non-device related surgery. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model #: sc-4316, lot #: 15352497, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection after a non-device related surgery. The patient underwent an explant procedure. No device malfunction was suspected.